Event description:
Clinic notes, dated (B)(6) 2013, were received which indicate that the patient has an active problem of syncope. Attempts for additional information will be made. No additional information has been provided.